Manufacturer narrative:
The technician replaced the power cord to repair the bed.

Event description:
Info received indicates, the bed has no ground leakage reading, due to a loose ground pin on the power cord plug.